Manufacturer narrative:
Device analysis: malfunction was reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as the solution seems to be getting too late in the pump. An ultrasound was performed and found there was no solution in the reservoir. A fine puncture on the tube side of the reservoir was found. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir component removed as the solution seems to be getting too late in the pump. An ultrasound was performed and found there was no solution in the reservoir. A fine puncture on the tube side of the reservoir was found. A new inflatable penile prosthesis reservoir was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.